Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the suction was pull out, it was stuck in the seal so everything had to be removed. The seal disengaged and there was no gas is coming oft of the pneumoperitoneum. To complete the procedure, took out the trocar and got a new one. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that an irrigating wand was received stuck in the cannula. The wand was jammed tightly into the cannula and could not be removed even under force. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when an incompatible device is used. The instructions for use IFU states," before endoscopic instruments and accessories from different manufactures are used, verify compatibility and ensure that electrical isolation or grounding is not compromised." The root cause of the observed damage was the product not being used as indicated which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.